Event description:
Berlin heart ventricular assist device (vad) in situ working well. Tech working noted that ventricle had blood outside membrane layer that separates air and blood chambers. It was a very small amount but this change correlates with an evolving membrane rupture. Cardiovascular or team was called and pt was moved to cardiac intensive care unit for bedside ventricle change which occurred without event.